Event description:
It was reported to philips that the heartstart mrx defibrillator displayed red x and shock equipment malfunction. There was no patient involvement.

Manufacturer narrative:
Added failure analysis information.

Event description:
It was reported to philips that the heartstart mrx defibrillator displayed red x and shock equipment malfunction. There was no patient involvement. One processor pca and one therapy pca were returned for failure analysis. During lab test, the reported problem could not be verified or duplicated with either component. There is no fault found with this processor board nor with this therapy board. Philips cannot rule out a malfunction of the processor pca nor with the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.